Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two outlet port clamps did not close properly, leading to a leak. The reporter stated that the clamps were too loose and difficult to close, and fluid still flowed when the clamps were closed. This occurred before peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.